Manufacturer narrative:
A supplemental report will be submitted upon completion of the plant's investigation.

Event description:
A peritoneal dialysis registered nurse (pdrn) reported a (B)(6) female peritoneal dialysis (pd) patient with end stage renal disease (esrd) on pd therapy, presented to their pd clinic for consultation. On (B)(6) 2015, during the visit, the patient was diagnosed with signs of delirium and peritonitis; pdrn sent the patient to the hospital for admission. The patient was admitted, antibiotic was administered; drug name, dose, route and frequency unknown. The pd nurse confirmed the peritonitis to be touch contamination related due to the patient being confused. The patient was discharged from the hospital on (B)(6) 2015 and the case of peritonitis was resolved. The pdrn stated the patient was "doing fine", and currently at home continuing to use continuous cycler-assisted peritoneal dialysis (ccpd) therapy without further issues.